Event description:
Additional information was received that the patient was seen with "raised impedance". Additional information was received confirming the patient was seen with high impedance and had x-rays taken as a result (images were not provided to livanova for review). The physician did not see anything apparent on the imaging and suspected a microfracture, so the patient was scheduled for a lead revision. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation, corrected data: code b01 was inadvertently omitted from the initial report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient lead was explanted and replaced due to a micro-fracture. The explanted device was disposed of and is not available for return. No other relevant information has been received to date.